Event description:
The customer stated that a false positive architect b-hcg result of 39.31 miu/ml was generated. The sample was repeated and a result of < 1.20 miu/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.